Manufacturer narrative:
The device was reported to not be available for return. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: expired item used in case. Probable root cause: application failure to verify expiration status of product prior to surgery. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that an expired item was used in a case.